Event description:
It was reported, while looking through hospital consigned product I grabbed what I thought was a 11x380 gamma nail, but it was a t2 recon nail. The nail was opened in the op room. It was the wrong device for the pt.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.